Event description:
It was reported that during an atrial-ventricular nodal re-entry tachycardia (avnrt), when the ablation catheter was plugged in error 19 appeared on the system, and bs and ic signals lost on both carto and the recording system at the same time. The stockert temperature on the catheter was 50 degrees at baseline as well. Prior to the call the piu had been rebooted to clear the error 19, and a new ablation catheter cable had been exchanged, and this time error 8 appeared when the catheter was plugged in. No pacing was being performed at the time the error appeared. By rebooting the piu, and replacing the ablation catheter, error 8 was cleared and the baseline temperature of the catheter was 35/36 degrees as expected. The physician became aware that the temperature was incorrect when the ablation catheter was connected. No ablation was being delivered at this high temperature. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial-ventricular nodal re-entry tachycardia (avnrt), when the ablation catheter was plugged in error 19 appeared on the system, and bs and ic signals lost on both carto and the recording system at the same time. The stockert temperature on the catheter was 50 degrees at baseline as well. Prior to the call the piu had been rebooted to clear the error 19, and a new ablation catheter cable had been exchanged, and this time error 8 appeared when the catheter was plugged in. No pacing was being performed at the time the error appeared. By rebooting the piu, and replacing the ablation catheter, error 8 was cleared and the baseline temperature of the catheter was 35/36 degrees as expected. The physician became aware that the temperature was incorrect when the ablation catheter was connected. No ablation was being delivered at this high temperature. The case was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.